Manufacturer narrative:
Patient information was unavailable from the site. The reported issue was resolved by simply completing the motion calibration procedure. No parts were replaced and thus, no parts will be received by the manufacturer for evaluation. The system is functioning normally. No further issues reported. No parts were replaced or returned for evaluation.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the imaging system displayed the message "hold 'm' to calibrate motion" on the pendant. The user reportedly followed the re-calibration procedure, which resolved the issue. The system was used successfully for the procedure after no delay. The patient was not impacted.